Event description:
Medtronic insulin infusion pump malfunctioned causing a mild diabetic coma. Patient fell out of bed breaking ankle trying to get to bathroom. Many problems were caused from the fracture and still has not healed as of this date. Dates of use: 2001 - 2007. Diagnosis or reason for use: diabetes.